Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to dislodgement, helix mechanism issue and high capture thresholds. During the procedure, while in the mid-rv septum when removing the catheter, the threshold measurement had risen from 1.4v at 1.0ms to greater 4.0v at 1.0ms. The helix was attempted to be retracted, but without success. Inspection revealed tissue was lodged in the helix mechanism and the physician removed some but not all of the tissue using forceps. The helix retraction was again attempted without success. A different lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position and a stylet was returned in the lead. Visual inspection found dried blood/tissue around the helix, this is normal for active fixation leads. The helix mechanism test was unsuccessful after 15 turns due to the helix housing being clogged with dried blood/body fluid and tissue. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A stylet insertion test passed without issue, indicating no blockage in the lumen. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. However, the inherent risk dislodgement and difficulty to extend/retract helix are a known inherent risk with use of this product.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to dislodgement, helix mechanism issue and high capture thresholds. During the procedure, while in the mid-rv septum when removing the catheter, the threshold measurement had risen from 1.4v at 1.0ms to greater 4.0v at 1.0ms. The helix was attempted to be retracted, but without success. Inspection revealed tissue was lodged in the helix mechanism and the physician removed some but not all of the tissue using forceps. The helix retraction was again attempted without success. A different lead was successfully implanted. No adverse patient effects were reported.